Manufacturer narrative:
(B)(4).

Event description:
It was reported that volume discrepancies occurred. Over the last four refills, the actual volumes had been more and less than expected. The only symptoms had to do with dosing adjustment. The patient¿s mother told the reporter that, when they turned the pump down, the patient started to get withdrawal symptoms and when the increased it back up, the patient did better. The healthcare provider (hcp) wanted to replace the pump. It was noted that the elective replacement indicator (eri) was to occur in 20 months. The pump was to be returned to the manufacturer and the hcp wanted a full report on the analysis. The device system was used to deliver baclofen. It was later reported that the device was explanted on (B)(6) 2013. The patient recovered without sequela. No dye study or rotor study was performed. The managing hcp observed 4-5 refill reservoir volumes that showed significantly more and less than the expected volume. The managing hcp requested another hcp to replace the pump because of the variances in volume and that the pump was nearing the eri in 19 months. At explant, the actual reservoir volume was 35ml and the expected volume was 29.4ml. It was later reported that the cause of the discrepancies was unknown.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2010, product type: catheter. (B)(4), analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received later reported that the pump was used to infuse lioresal. It was noted that the patient¿s baclofen intrathecal treatment was on-going. It was reported that there were no other medications contained in the pump at the time of the event. It was noted that the exact withdrawal symptoms the patient was having were agitation and urinary retention. It was reported that on replacement it was found that the pump had migrated out of the pocket. It was noted that the healthcare provider checked residual against pump reading and there was a significant discrepancy. It was reported that as of 2014-(B)(6) the patient was doing well.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all standard infusion and non-destructive testing it was reported that ¿volume discrepancies occurred. Over the last four refills, the actual volumes had been more and less than expected. The only symptoms had to do with dosing adjustment¿. Dispense testing, additional 24 hour infusion testing, and 35 day volume testing was also performed. Septum was examined and photographed, and no definitive damage or coring that could promote a leak was seen. Additional testing by filling the pump to the over pressurization mechanism (opm) and pressure testing the septum to 30 psi while submerged under water, no leaking was seen. There was nothing to note occurring in the logs at any time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.